Manufacturer narrative:
One used device was returned for evaluation. The unidentified spinning spiros was functionally tested and visually examined and there was no observed leakage at any location along the fluid path. The complaint of spinning spiros leakage was unable to be confirmed. During testing it was observed that there was filter vent leakage from the inline filter. The probable cause of the observed filter vent leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot review cannot be performed due to unknown lot number.

Manufacturer narrative:
Additional information: d1 - brand name and d4 - catalog no correction: g4 - PMA/510(k) #.

Manufacturer narrative:
The device was received for evaluation, it is pending investigation.

Event description:
The customer reported an issue with spiros. The patient noticed 2 tiny drops of bright yellow on his bed sheet close to where the tubing sat (same color of his currently infusing methotrexate). The oncology pharmacist was called, who said the filter was not necessary, and as it was only 3.3ml of over 1000ml total of the chemo, they could take it off with very minimal impact to the dosing. It appeared that, at most, a bare few small drops were able to leak out, very similar to other patient experiences recently. The connections of the tubing were not an issue and no part of the tubing appeared damaged or pulled. There was patient involvement, no adverse event and no report of delay in therapy.